Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo sample was provided for our investigation. Through visual inspection, the package blister is observed to be broken. A device history review was performed for reported lot 1610001p and found no non-conformances associated with this issue during the production of this batch. Product undergoes both visual and functional inspections throughout the manufacturing and packaging process to ensure quality and avoid any defects. Based on the available information we are not to able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 picture for investigation. Upon visual inspection of this picture, it can be observed the paper of the blister is broken. DHR of lot 1610001p has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Syringes of these reference are packaged in a strip of 5 unitary blisters joined by dot line. This defect could have been caused during blister separation for kit preparation by user out of manufacturing facilities. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no physical sample has been received, the root cause of the alleged defect cannot be determined. Root cause description: cannot be determined.

Event description:
It was reported that sterile breach occurred with a syringe 1 ml ls sp120. The following information was provided by the initial reporter, "the injection needles package was damaged."

Event description:
It was reported that sterile breach occurred with a syringe 1ml ls sp120. The following information was provided by the initial reporter, "the injection needles package was damaged."

Manufacturer narrative:
Investigation: one photo sample was provided for our investigation. Through visual inspection, the package blister is observed to be broken. A device history review was performed for reported lot 1610001p and found no non-conformances associated with this issue during the production of this batch. Product undergoes both visual and functional inspections throughout the manufacturing and packaging process to ensure quality and avoid any defects. Based on the available information we are not to able to identify a root cause related to the manufacturing process at this time.